Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/20/2018. (B)(4). The manufacturer's field service engineer (fse) evaluated the device and reported the device powered on. Soon after powering on it showed the error ¿35 v supply failed.¿ the fse noted a lot of dust inside the patient circuit and changed the air & o2 sensor assy . The fse replaced the motor controller to address the 35 volt supply. The issue was not resolved. The fse ordered a pm board for replacement. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported patient circuit and power supply error codes. There was no patient involvement or harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 27feb2019, date rec¿d by MFR : 26feb2019. The motor controller (mc) printed circuit board assembly (pcba) was returned for failure analysis. Visual inspection of the mc pcba did not reveal any evidence of damage or contamination. The mc pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 07sep2018. The fse (field service engineer) replaced the power management (pm) pcb to resolve this issue. There have been 5 requests to the customer for the faulty part to be returned for failure investigation. To date there has been no part returned. Due to no parts being returned for failure investigation the root cause of the reported issue could not be determined.